Manufacturer narrative:
The devices involved were not returned for eval. Requests for additional info were unsuccessful. A review of the mfg records could not be performed as the lot numbers of the devices were not provided. Each pt has a different reaction to an implanted foreign body and tissue in-grown is related to this reaction. Many variables contribute to the encapsulation of a textile. These include factors related to surgical tech, pt hematology and concurrent drug therapy. We are unable to determine the cause or factors that may have contributed to this event.

Event description:
It was reported that in the last few months 5 catheters have "just fallen out of the pt after it has been in place for between 4 to 6 weeks."